Event description:
Seen in consult 12/15/99 with bilateral capsular contractures (grade iii with rt slightly greater than lt and distortion of breast implants. Surgery reveals significant intracapsular gel bleed right breast implant and beginning of intracapsular gel bleed left breast implant.